Event description:
The patient tried to irrigate his hickman catheter; had pain in subclavian region. Chest x-ray performed at diagnostic radiologists; catheter seen in pulmonary artery. Hickman catheter migrated into the main pulmonary artery resulting in a heart catheterization to remove the segment from the main pulmonary. Surgical intervention was also necessary to remove the remaining hickman catheter from the subclavian area. This hickman catheter was initially implanted 9 mounths ago at the university of nebraska medical centerdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown, other. Results of evaluation: manufacturing. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.